Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a 90% stenosed distal right coronary artery (drca) with heavy calcification and moderate tortuosity. The 3.50x15mm traveler balloon dilatation catheter (bdc) was advanced to the target lesion with difficulty due to the anatomy and the balloon ruptured at 6 atmospheres (atm) during the first inflation. The bdc was removed from the patient with difficulty also due to the anatomy. There was no adverse patient effect and no clinically significant delay reported. The procedure was completed with another traveler balloon. No additional information has been provided.